Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 implantable pulse generator: (B)(6) 2008, explanted: (B)(6) 2013. 4024 implantable pacing lead: (B)(6) 1993. (B)(4).

Event description:
It was reported by the patient that they were feeling a ¿ticking¿ in their chest and the patient understood that programming adjustments were done twice and the patient¿s symptoms stopped. Follow up with the clinic found that the right atrial (ra) lead had dislodged. The ra lead was partially removed and a new ra lead was implanted. No patient complications have been reported as a result of this event.